Event description:
Intensive care unit 2 weeks in a coma because cardio-vascular surgeons wanted a transplant recipient to test their ICD 10-cm r.002. I did not have a heart condition or heart failure before taken upstairs to operation rooms. Place: (B)(6) hospital took me from emergency rooms on 1st floor to operating room upstairs ie 6th floor - 13th floor. Problems and complications occurred after surgery in (B)(6) hospital. Mr. (B)(6) electronically signed. Signed by mr. (B)(6).